Event description:
The pt was seen for an office visit on (B)(6) 2012 and noted with left chest wall hematoma and gastrointestinal bleeding resulting in anemia. Chest x-ray showed no change in cardiac silhouette or evidence of hemothorax/pneumothorax. Pt was started on antibiotics and admitted to the hospital for blood products and observation. This device remains implanted and no further adverse events have been reported.

Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc, were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the haematoma was not device related.